Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged the ok button was under responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission 10/08/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/14/2016 with the following findings: during investigation, the ok keypad button was under responsive. The keypad was removed to find no damage to the button contacts or the keypad flex cable. The pump was opened to find moisture corrosion on the keypad connector and the keypad flex cable. No moisture was found in the battery compartment.